Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. Customer's blood glucose levels at the time 260mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad traces. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.